Event description:
It was initially reported that only one cypher stent was implanted, and therefore, only one report was submitted for this complaint. This report is submitted based on additional information received from medical records on 6/14/2010 indicating that approximately 4 years after a 3.5 x 18mm and a 3.5 x (unknown length) cypher were implanted in the patient's left anterior descending artery, he experienced a myocardial infarction (mi) and stent thrombosis. The patient presented to the emergency room with chest pain and EKG changes consistent with acute myocardial infarction. He had a large anterior apical wall motion abnormality with an ejection fraction of 35% to 40%. Angiography revealed 100% occlusion of the lad. He was treated with intravenous lovenox and integrelin, and a thrombectomy was performed followed by the implantation of a 3.5 x 32mm taxus stent. The stent was post-dilated with a noncompliant balloon up to 4.2mm with excellent results. The patient's chest pain was completely relieved. A balloon pump was inserted to decrease his cardiac workload and was discontinued the following day.

Manufacturer narrative:
He did not have any significant arrhythmias, just some nonsustained 5-beat runs of ventricular tachycardia. His activity was increased and he was transferred out of the cardiac intensive care unit. After approximately four days of hospitalization, the patient was discharged to home. A staged procedure was planned to treat a 90% stenosis in his right coronary artery that was also noted during angiography. Approximately 11 months after he was discharged, he was admitted with atypical chest pain. Four days later, angiography revealed wide open stent in the lad with sluggish flow into the distal vessel that was treated with intracoronary nitroglycerin. Further medical management was planned. Complaint conclusion: information contained in a legal file indicated that a patient experienced a thrombotic event and a myocardial infarction after having coronary artery stents implanted. The patient's medical history is significant for hypertension, hyperlipidemia and a history of smoking. A 3.5mm x 18mm and a 3.5mm x (unknown length) cypher stent was implanted in the patient's left anterior descending artery. Approximately four years later, the patient presented to the emergency room with chest pain and was diagnosed with an acute myocardial infarction. The patient had EKG changes, and angiography revealed a 100% occluded lad and a new lesion in the right coronary artery (rca). Large anterior apical wall motion was also observed with an ejection fraction of 35-40%. A thrombectomy was performed and a 3.5mm x 32mm taxus stent was implanted. The patient was also placed on a balloon pump at that time to aide with the elevated left ventricular end diastolic pressure. The balloon pump was discontinued the following day. The patient did experience re-perfusion arrhythmias that subsided without any intervention. It is unknown what medications the patient was taking at the time of the event. Approximately 11 months after he was discharged, he was admitted with atypical chest pain. Four days later, angiography revealed wide open stent in the lad with sluggish flow into the distal vessel related to the natural contour of the patient's artery and ventricular dysfunction. Flow improved after intracoronary nitroglycerin. There was also sluggish flow observed in the right coronary artery, no treatment was indicated. Further medical management was planned. The devices were implanted and therefore not available for analysis. The sterile lot number for the devices is unknown therefore a device history report review could not be conducted. Myocardial infarction and thrombosis are known potential adverse events associated with implanting coronary artery stents. With the information provided it is not possible to determine a definitive cause for the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00243 and 3003742446-2010-00215.

Manufacturer narrative:
Supplemental MDR sent to provide corrected data in (evaluation codes) and provide correct stent sizes and subsequent information provided for this patient. There are no additional MDR reportable events. The stents that were implanted on (B)(6) 2003 (at the time of the mi and thrombosis) were cypher 3.5 x 18mm and 3.5 x 2.0mm. The patient experienced subsequent bouts of chest pain and an episode of syncope after the stenting, but the stents were noted to be patent (additional information about subsequent chest pain provided in updated complaint conclusion below). Updated complaint conclusion: information contained in a legal file indicated that a patient experienced a thrombotic event and a myocardial infarction approximately four years post implantation of two cypher stents. The patient's medical history is significant for hypertension, hyperlipidemia and a history of smoking. Initially, the patient received a 3.5mm x 18mm and a 3.5mm x (unknown length) cypher stents were implanted in the patient's left anterior descending artery. On (B)(6) 2008, approximately four years later, the patient presented to the emergency room with chest pain and was diagnosed with an acute myocardial infarction. Coronary angiography revealed 100% lad lesion and 90% stenosis in the rca. Large anterior apical wall motion was also observed with an ejection fraction of 35-40%. A thrombectomy was performed and a 3.5mm x 32mm taxus stent was implanted in the lad. A staged procedure was planned to treat the rca. The patient was also placed on a balloon pump at that time to aide with the elevated left ventricular end diastolic pressure. The balloon pump was discontinued the following day. The hospital stay was uneventful except for a run of non-sustained ventricular tachycardia that subsided without any intervention. On (B)(6) 2008, the staged procedure was conducted to treat the lesion in the rca with the implantation of 3.0x16mm taxus stent. On (B)(6) 2008, a stress test results suggested disease in the lad and an angiogram was performed revealing wide open stent in the lad with sluggish flow into the distal vessel related to the natural contour of the patient's artery and ventricular dysfunction. Flow improved after intracoronary nitroglycerin. There was also sluggish flow observed in the right coronary artery, no treatment was indicated. Further medical management was planned. On (B)(6) 2009, the patient experienced chest pain which the doctor believes is secondary to spasm in the smaller channels, which improves after nitroglycerine. Therefore, the doctor recommended to take care of his diet, exercise, weight, blood pressure, cholesterol and continue medications. A stress test conducted the following day ((B)(6) 2009) concluded it was clinically positive for myocardial ischemia and ejection fraction was 45% with diffuse global hypokinesis. On (B)(6) 2010, the patient experienced chest pain in the last several days. The doctor increased the dose for indur and adviced to contact his primary physician to help him channel his stress. On (B)(6) 2010, the patient was diagnosed with syncope and was ruled out for myocardial infarction. A coronary angiography performed showed wide open stent in the lad and the rest of the lad is free of any significant disease, 50% stenosis in the mid circumflex and wide open stent in the mid rca. The ejection fraction was 55-60%. Aggressive medical treatment with risk factors modifications was advised. The physician indicated that it seems that his syncope was vasovagal related and does not seem to be ischemic in etiology. The product(s) remains implanted in the patient and is/are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Discontinuation of antiplatelet therapy may cause thrombus formation. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Based on the limited information available for review in regards to the cypher stent implantation index procedure, no determination regarding potential contributing factors to these events could be made. However, there are multiple risk factors present in the medical history and the long stented lesion may have contributed to the events. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00243 and 3003742446-2010-00215.